Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he just received a new pump with a sensor. He had unexplained high blood glucose of 400 mg/dl. He checked his blood glucose again and it went down to 140 mg/dl. The customer said that he stopped insulin delivery because he became worried that he would drop too low. The customer¿s current blood glucose is 168 mg/dl. During troubleshooting for high blood glucose, the customer said that he felt okay to proceed. He declined to check for leaks or air bubbles in the tubing/reservoir or for any site/insulin issues. He also declined to check his settings and did not perform the high pressure test. The insulin pump and the sensor are not returning for analysis.